Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient no longer used the interstim and it was removed. The patient stated she had so many problems. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Fdp (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient chose not to answer the letter sent to her because it was terrible and does not know what it was talking about. The patient noted there were no return address or phone number. Also, they do not identify the device asked about and she felt it may be about pelvic health device because she made a lengthy report to the FDA about the device. It was noted that the implantable neurostimulator (ins) was removed and believes it was removed in 2009 but not sure. Also, it was removed because her heart beat was off created by the device. The patient reported the technician said in order to preserve the battery (ins), they were going to have the ins hesitate for 8 seconds and once that happened, within 2 hours, her heart went off beat. The patient ended up at the ucla hospital. The patient reported that event to the FDA, the device was removed, and she was placed on an ICD with medtronic. There were no further complications or anticipations reported with this event.